Event description:
It was reported that during a meniscus repair, both ts of the fast-fix 360 deployed at the same time through the meniscus as the first deployment. Both ts were removed from the patient using tweezers. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent s&n back-up device. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 g2 and h8: report source corrected and usage of device updated. H3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were cut from the suture and were not returned. A partial suture was returned. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.